Event description:
Surgeon was performing an open redirection internal fixation of left proximal humerous, while using a 1/2 circle mayo catgut taper point disposable free suture needle, the eyelit part of the suture needle broke off inside pt's left arm in deep tissue. Attempts to retrieve broken part of suture, under fluoroscopy was unsuccessful. Surgeon was concerned that further attempts would possibly cause harm and that broken piece where located would cause no harm to pt. Broken piece was left in pt. Pt and family informed by surgeon.